Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture and failure to sense. The ra lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. Final analysis found that as received, a complete lead was returned in one piece clogged with blood/tissue. Upon electrical testing, no indication of conductor fractures or internal shorts were found. Upon visual and x-ray examination, no anomalies were noted except for procedural damage.